Event description:
A surgeon reported that an intraocular lens (iol) was exchanged due to an unexpected postoperative refraction. The iol was exchanged for the same model, unk power iol. An unapproved viscoelastic was used during the implant procedure. Additional info has been requested.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot#. An unapproved viscoelastic was used during the implant surgery. Additional info has been requested. (B) (4). (B) (4).